Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values where the cgm reading was going up and down, from 70 to 130 mg/dl in a matter of minutes. The patient was taken to the hospital due to low potassium by her husband. At the hospital her cgm was 80 mg/dl and bg reading was at 53 mg/dl. No hypoglycemic symptoms. The patient was treated with IV potassium and IV fluids as treatment. The cgm and bg was eventually removed due to inaccuracy. She was also given icing and apple juice due to the low bg reading. The patient was discharged around 4:30pm on (B)(6) 2026 (more than 24 hours). No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.